Manufacturer narrative:
Continuation of medical devices: 6935m62 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately one month post implant it was reported that the patient had fallen around three weeks post implant. The patient¿s implantable cardioverter defibrillator (ICD) appeared to have dropped from the original implant location. The patient received inappropriate therapy as the right ventricular (rv) lead had dislodged. The patient was hospitalized, and the rv lead was repositioned. The rv lead and the ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.